Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient had an epidural/spinal catheter for analgesia/anesthetic during or case. Post or procedure, upon catheter remove, md noted catheter tip not intact. Catheter tip retained in patient. No current patient harm observed ". Additional information: no emergency treatment, patient had CT imaging and spine consult. No adverse impact due to this event.

Event description:
It was reported that "patient had an epidural/spinal catheter for analgesia/anesthetic during or case. Post or procedure, upon catheter remove, md noted catheter tip not intact. Catheter tip retained in patient. No current patient harm observed ". Additional information: no emergency treatment, patient had CT imaging and spine consult. No adverse impact due to this event.

Manufacturer narrative:
Qn#(B)(4).